Manufacturer narrative:
H10: h3: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device deployed both ts simultaneously. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. Multiple trigger advancements. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a meniscal repair surgery, both anchors were both deployed together from the fast fix, no significant delay was reported. It is unknown if a back up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.